Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility was using bluemax caps with powerpicc solo catheters and during use they had issues with blood leaking from the hub. When removing the hub, the blood splattered away from the hub. It was later found bluemax caps are not compatible with this product.